Manufacturer narrative:
An additional conformable gore® tag® thoracic endoprosthesis [tgu373715j/17575848: UDI - (B)(4)] has been included in this report, as it is unknown which device may have contributed to the reported component disconnection. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2018, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a ruptured thoracic aortic dissection. On an unknown date, follow-up imaging reportedly revealed a type iii endoleak (component disconnection) originating from the overlap between two conformable gore® tag® devices. The physician attributed the endoleak to insufficient overlap between the two devices. On (B)(6) 2019, a re-intervention procedure was performed whereby an additional conformable gore® tag® thoracic endoprosthesis was implanted to reline the stent graft system and treat the type iii endoleak. The patient tolerated the procedure.